Event description:
Mr (B)(6), a respiratory care practitioner, advised via email that the optiflow high flow nasal cannula "comes apart very easily under the nose" and "doesn't stay in place very well". No pt consequence was reported.

Manufacturer narrative:
(B)(4). The opt544 interface is used to deliver humidified oxygen to patients. The opt544 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the pt's neck or attached to the pt's clothing or bedding to remove the load of the breathing circuit from the pt's nares. Method: (B)(6) advised that the complaint device is a fisher & paykel healthcare optiflow nasal cannula, but has not specified which model it is. There are 6 models of nasal cannula in the optiflow interfaces range. All models are similar, with variation in size. Opt544 is most commonly used, therefore, the report has been registered under this model. Efforts to contact (B)(6) for further info about the complaint device by our regional office and ourselves were unsuccessful. (B)(6) did not advise the name of the medical facility where the alleged issues occurred. Results: a lot check was not performed as no lot number was provided. Conclusion: we are unable to determine the root cause of the separation. The opt544 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic manifold. (B)(4).